Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a cartridge-driven infusion set, noted by a blood glucose of 368 mg/dl and no recorded occlusion alarms, and was guided to review alarm history and perform tubing fill to address a potential flow issue before reconnecting, after which the trend arrow indicated a decline. Symptoms included elevated blood glucose. Outcomes included non-serious impact managed at home without medical intervention or hospitalization. Investigation included user-guided troubleshooting and education on infusion set and tubing management. Investigation of this case revealed no confirmed device malfunction or occlusion and suggested a possible infusion issue that resolved after tubing fill and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.